Event description:
A report was received that the patients system was explanted due to inadequate stimulation.

Event description:
A report was received that the patients system was explanted due to inadequate stimulation.